Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed. The caller stated that the device was not exposed to an MRI. Assisted the customer to rewind and to run the displacement test, but the test failed twice. Advised the caller that the insulin pump will be replaced and revert to back up plan. No further information was provided.

Manufacturer narrative:
Unable to prime the insulin pump during prime test due to faulty force sensor. Unable to perform basic occlusion test, occlusion test, excessive no delivery test or verify motor error alarms due to prime anomaly. The motor was tested outside the device and passed. No displacement anomalies were noted. The insulin pump was received with bleeding glass lcd glass. The insulin pump was received with cracked case at lcd window corners. The insulin pump passed the rewind and displacement test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.